Event description:
It was reported that 3 weeks ago, the pt heard a loud popping noise. After this event, he was no longer able to hear. There has been no head trauma or accident. All external equipment was replaced but the pt only hears loud noise. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.